Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation an error message occurred -diagnostics cleared due to invalid data-.